Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced kinked cannula event on 11-sep-2024. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6007395 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) (B)(4) guideline for test of reference samples version 11 for the malfunction soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi (B)(4) version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi (B)(4) version 102 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007395 was manufactured according to the document (B)(4) version 72 on the packing process in the line inset 6, on 05/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in tw against malfunction code idd-pmc05.47 and lot 6007395 and no other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr).